Event description:
It was reported the pt has not used his ipg in years. As a result, the system is non-functional. The pt is to contact the physician regarding surgical intervention to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.